Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The customer complained of an ongoing issue with discrepant potassium results generated on the architect c16000, serial number (sn) (B)(4). An abbott field service representative (fsr) visited the account and performed extensive troubleshooting: calibrating, flushing, cleaning, and replacing multiple parts in addition to performing quarterly maintenance on the syringes. A review of service history for the architect (B)(4) confirmed no subsequent complaints of discrepant/erratic results. A search for similar complaints did not identify any similar issues or trends. Labeling provides adequate information regarding troubleshooting of the described issue including performing maintenance and contacting abbott customer support. There is insufficient information to reasonably suggest a malfunction occurred for the following parts: tbg, ict valve no to waste (rohs), tubing, ict aspiration (rohs), and tubing, ict pinch valve. A product deficiency nor a malfunction were identified for the above parts or the architect c16000.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely increased potassium (k+) results on one patient. The results provided were: sid372313 = 7 / 5.12 / 5.0mmol/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.